Event description:
The complainant reported that an impella cp was placed and when performing the percutaneous coronary intervention, the position waveform disappeared before leaving the catheter room. The placement signal not reliable alarm sounded. The position waveform disappeared for several hours after that, but the waveform reappeared 5.6 hours later and was displayed without any problems after. There was no harm to the patient.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Clinical details report that a placement signal not reliable (psnr) alarm triggered during the case for roughly 5 hours, but resolved. There was no harm to the patient as a result, and neither the pump nor console were replaced due to the complication. Data logs were reviewed, and the alarm was confirmed. From the moment the pump was plugged in (before in the patient's body), signal-to-noise ratio (snr0 was never greater than 1500. Prior to the pump even being started, snr started to trend down until it was so low that the ps became unreliable and the alarm triggered roughly 20 minutes into the case. During this time, contrast increased, but gain, light, and lamp were relatively stable. This suggests that there was no lack of light getting to the optical sensor or being reflected back. Over time, snr gradually improved, making the placement signal (ps) calculation reliable again, which explains why the alarm resolved. Imc logs were also reviewed, and it was confirmed that the optical sensor g0 calibration was done without issue. Returned product was investigated and there were no abnormalities. All 5s parameters were within specification, and the pump passed laser continuity testing. The pump was then tested in the uson, being pressurized to 50, 100, 150, and 200 mmhg. During this time, ps readings were accurate, all 5s parameters were within specification, and snr never dropped below ~3500. Based on the fact that snr was very low the moment that the pump was connected while other optical signal metrics were stable and there were no issues with the returned pump, there was determined to be no problem found with the pump. Upon review of data logs and the returned pump, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated. B7 other relevant history, including preexisting medical conditions updated. D4 model number updated. D10 concomitant medical products and therapy dates updated.